Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy the screw broke off during insertion. The broken piece remains inside patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1380tc full thread cannulated biocomposite interference screw, 8 x 28 mm was returned for investigation. Upon visual inspection, it was determined that the screw was broken. The total length of the screw was measured in accordance with drawing c0554, revision 6, which specifies 1.102 ± .010. The result is .702, indicating the device is shorter due to the breakage. No functional test for this device arrived broken for evaluation. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is user error in applying excessive force during the insertion. Per dfu-0111 at revision. 1. G. Precautions 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. 7. Bio-absorbable interference screw only: if inserting the interference screw through the anteromedial portal, a knee flexion angle of 120° must be maintained throughout the entire insertion process. Not maintaining or changing the knee flexion angle during screw insertion may result in screw divergence or failure of the screwdriver. If achieving and maintaining the appropriate flexion angle is not possible or reasonable, a central transpatellar tendon portal should be considered for proper insertion.